Event description:
It was reported that this pacemaker and right atrial (ra) lead had observations of noise that was oversensed causing inappropriate mode switches, which was able to be reproduced with arm movements. It was also reported that there were out of range high impedances greater than 3000 ohms. A chest x-ray was performed and showed good lead position. The lead was explanted and replaced, and device remains in-service. It was noted that there was a lead to header connection issue that was likely the cause. Device follow-up for this patient was increased as a result. No additional adverse patient effects were reported.